Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch (B)(4); expiration date: 03/31/2021. Date of mfg.: 04/07/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify which suture type was used? What was the date of the procedure? What tissue layer was the vicryl suture used on during the spine procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to symptoms? What tissue was cultured to identify the infection (staph)? What is the surgeon opinion of contributing factor to the infection? Was any medical treatment/ intervention indicated for the infection? Is the surgeon alleging that the suture led to the infection? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a laminectomy on an unknown date and suture was used. Post-operatively, the patient experienced a staph aureus infection. It is unknown how the patient was treated for the infection and the patient¿s status is unknown. Additional information has been requested.

Manufacturer narrative:
Two representative samples were examined for visual defects: appearance , color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and the needles were attached to the sutures. The swage area of the needle/sutures was examined for visual inspection attribute defects and no attachment defects were noted. The needles/sutures had a correct swaged. The suture was dispensed without problems and examined along of the strand and no defects, damaged were observed. According to the sample condition of the representative sample, no defects were observed.